Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is listed in the product instructions for use (IFU) as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the dissection was treated with another xience v stent.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager 2.5x12 mm. Guide wire: whisper. Stent: xience v 3.0x18. The device remains in the patient. The lot number was provided. A follow up report will be filed with all relevant information.

Event description:
It was reported that during the procedure in the left anterior descending (lad) artery, pre-dilatation was performed using a voyager balloon. A 3.0x18 xience v stent was deployed in the proximal lad and a 2.75x12 in the mid lad. A dissection occurred distal to the 2.75x12 stent. A 2.5x12 xience v stent was deployed for treatment of the dissection. There was no reported adverse patient sequela. No additional information has been provided.